Manufacturer narrative:
MFR received date: 28 aug 2019. The customer rejected the device estimate and the device was returned unrepaired. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not yet returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15apr2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating unit had error messages of watchdog test failed and machine and proximal pressure sensors failed. Customer states cpu pcba and other boards have been replaced but error remains. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported. Event date not specified, estimate used.